Manufacturer narrative:
Patient weight is not available for reporting. Additional device product code: gff, gfa, hsz. Other: UDI: (B)(4) lot number unknown. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as broken tip of the device remains in the patient and remainder of the device was discarded by the facility. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient had previously been implanted with a total shoulder construct. Patient was returned to surgery on (B)(6) 2016 for repair of a distal humerus fracture. As surgeon was drilling through the most proximal hole of the plate, which overlaps the stem of the total shoulder construct, the drill bit kept hitting the cement in the stem of the total shoulder causing the tip of the drill bit to break off. Surgeon was unable to retrieve the broken tip and it remains embedded in the patient¿s bone. Surgeon then opted to thread a cable around the eyelet of the plate instead of utilizing a screw. Surgery was completed successfully with no delay and no further harm to patient. Unanticipated x-rays were taken during the procedure to verify the location of the broken drill bit. Concomitant devices reported: 3.5mm lcp extra-articular distal humerus plate (part 02.104.010, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).